Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Also, x-ray showed no deformity or fracture of the lead conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was in the office and it was noted that this right atrial (ra) lead exhibited threshold measurements of 4 volts in both the unipolar and bipolar configurations and ra sensing was less than 1 millivolt in both vectors. In addition, there was a stored episode with suspected noise. The impedance and sensing trends show lower stable measurements. Boston scientific technical services (ts) discussed performing a chest x-ray based on the rising thresholds to verify lead placement and possibly schedule an ra lead replacement. Subsequent information indicates the ra lead exhibited loss of capture and pacing inhibition and was found to have dislodged. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.